Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Noise and high pacing thresholds were reported. The patient was hospitalized. The physician expressed dissatisfaction with boston scientific model 4097 leads. No further patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.